Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient had a headache, felt shaky, thirsty, nauseous, and dizzy while her cgm was giving her normal readings (unspecified values). As the symptoms persisted, at around 4:00 pm her boyfriend took her to the emergency room (ER). No bg test and no treatment was taken at home. Upon arrival at the emergency room, her bg test showed over 800 mg/dl while her cgm was 197 mg/dl. She was immediately put on IV fluids and IV insulin (unspecified dosage) was transferred to ICU for close monitoring. She stayed at the hospital for 4days and was discharged on (B)(6) 2025 feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.